Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced on (B)(6) 2015 due to increased recharge burden. Effective stimulation was established postoperative and the issue had reportedly resolved.